Event description:
It was reported the patient experienced erosion with their artificial urinary sphincter. The system was removed. A new artificial urinary sphincter with a 4.5 cm cuff, pump, and 61-70 cmh2o balloon was implanted at a later date. The patient's current condition was good. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.